Event description:
It was reported that the device exhibited possible premature battery depletion and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Final analysis found that the device exhibited normal depletion. No anomalies were found.